Manufacturer narrative:
Concomitant products: product ID: wr9220, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient saw a recharger not found message. The following troubleshooting steps were performed: reset the handset, reset the recharger, recommended using recharger over a thin layer of clothing. The troubleshooting steps that were taken on the call resolved the issue. The patient confirmed they were successfully charging the ins and went from 90 percent to 100 percent. The patient's relevant medical history included: during recharging troubleshooting today they said "ow" and reported feeling shocking, they said they have a thin layer of underwearon, it is not against their skin. The patient said they don't know when they noticed it, but they sometimes notice shocks during recharging and they always have a thin layer of underwear between their skin and the blue side.